Manufacturer narrative:
(B)(4).

Event description:
It was reported the surgical procedure on (B)(6)2015, to replace the leads was abandoned. Two octrodes had been explanted (reference MFR report 1627487-2016-00004), but the physician was not able to place a new octrode due to excessive scar tissue. The patient will be referred to a neurosurgeon.